Event description:
It was reported that two different device model batteries deplete prematurely when the patient switches off the remote monitor. No additional information was obtained from the facility/reporter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).